Event description:
It was reported that the patient complained of shortness of breath and thought he had experienced a shock. Upon interrogation it was verified that no shock was delivered to the patient. The lead exhibited loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.